Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention may take place in the future to address an unspecified issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Additional information was obtained, revealing that surgery occurred on (B)(6) 2024 to replace 3 leads due to ineffective stimulation; there was no issue with the ipg.